Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recv1361 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that product presented leak after procedure. 7/19/19- additional information stated, "after surgical procedure, it was observed leakage next the puncture are, next catheter connection. "